Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule did not work within one hour after ingestion. The healthcare professional tried replacing the recorder and the sensor belt to check what was causing the problem. However, the cause was not recognized. Since it was a pediatric patient, the test was started from the beginning with another capsule and the test was completed normally. The patient had an x-ray which showed both two capsules inside the body.

Manufacturer narrative:
Additional information: d4 (UDI), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned; however, four photos were ava ilable for evaluation. Visual inspection included images from the pillcam software study, indicating a complete study with images captured at various stages, as well as a screenshot listing patient details. An x-ray image showed two pillcam capsules present inside the patient's body. It was reported that the pillcam capsule failed to transmit data to the recorder. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.